Event description:
It was reported that the clinician needed a new output connector for the external pulse generator (epg). Therefore, technical support (ts) provided the part number so the output connector could be ordered and the unit repaired. There was not patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.